Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-1288rtt-fc3 flipcutter broke. This occurred during a case and broke inside the patient. Per facility: "in an acl reconstruction case this morning, the flip cutter we were using broke rather aggressively - I was in the case and can confirm that the flip cutter was being used as indicated and in the proper way. We have no explanation for why this happened other than the fact that the product is defective. Because of the nature of the broken blade and the bent tip, we are unable to remove the stepped bullet from the flip cutter (ar-1510fs-7)."